Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable infusion pump for non-malignant pain. Catheter break and patient fall were reported. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the event. It was unknown if any troubleshooting/diagnostics were performed related to the event. It was unknown if any actions/interventions were taken to resolve the event. The issue was not resolved at the time of this report. Other medications the patient was taking at the time of the event, the patient's medical history and the patient's status were not able to be obtained. No surgical intervention occurred or was planned. The event date was unable to be obtained. Further information was received that a dye study was planned for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.